Event description:
It was reported that the lead was removed due to a sensing anomaly. Lead fracture suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.